Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too aortic has the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta.  There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Despite multiple requested for additional information, investigation results are inconclusive, as relative patient and procedural information was not provided, so the exact cause of the malposition and regurgitation is unknown. However, they could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information indicates the valve in valve performed was a non-edwards valve landing incorrectly, so an edwards valve was required. Based on this additional information the previously reported malposition and regurgitation requiring a valve in valve procedure is not considered to be an edwards reportable event, as it was against the non- edwards devices. A corrective report is being submitted. This report will be updated to capture the reported event of sepsis post valve in valve procedure.   Sepsis is a condition in which a patient meets the criteria for sirs (systemic inflammatory response syndrome) and has a known or highly suspected infection. If the sepsis is untreated the mortality rate is high and can progress to involve organ failure (severe sepsis).   In this case, the source of the sepsis cannot be determined based on the limited information available.  However, the procedural complications prior deployment of the s3 valve (e.g. Cardiogenic shock, pulmonary edema and stroke post deployment of the non-ew valve) and post procedure serious conditions (e.g. Pneumonia) could have predisposed to an infectious process resulting in sepsis. There is no current evidence that the sepsis was related to the s3 valve or its function. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a family member to implant patient registry, there were ¿severe life threatening complications in his tavi surgery ¿. He now has a second tavi that is used to patch up the leak caused by the incorrect placement of the first tavi¿. It was clarified from information received from the hospital, this patient had a non-edwards valve implanted on january 2019, and during that procedure the valve was not deployed exactly where it was intended, causing a mild-moderate pvl. It was decided to leave it as it was and see how the patient did, however, in the recovery area the patient became acutely ill and progressed rapidly to cardiogenic shock and pulmonary edema. It was at this time that the patient suffered a stroke. Considered by the physician to be a watershed stroke due to hypotension from the cardiogenic shock. Thoracic echo at the bedside revealed severe pvl and the decision was taken to take the patient back into the cath lab for a valve in valve procedure. The patient then received a 23mm sapien 3 valve within the non-edwards successfully and was sent to recovery. The implant of the sapien 3 was uneventful and the cardiogenic shock resolved that night. The patient¿s history included a previous stroke years before that he was slow to recover from, along with aortic stenosis. Per the patient¿s family member, during the initial valve deployment, the patient choked and therefore the valve was placed 5mm off causing a leak. A second valve was placed to fix the leak. During the procedure, the patient suffered 4 strokes affecting his occipital cortex leaving him blind and also giving him hallucinations, amongst many other domino effect complications. Also, the leaking valve caused fluid in the lungs which caused pneumonia. The patient¿s family member reported that currently the patient is back in the hospital in critical condition due to septic infection apparently related to the sapien 3 valves material.  However, this was unable to be confirmed with the implant facility, it appears that the patient was readmitted to another hospital.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a family member to implant patient registry, there were ¿severe life threatening complications in his tavi surgery. He now has a second tavi that is used to patch up the leak caused by the incorrect placement of the first tavi¿.